Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display as it was exposed to moisture and the keypads was unresponsive. Customer's blood glucose level was 4.2 mmol/l at the time of incident. Customer stated that the insulin pump had crack on the battery compartment. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive or button error alarm due to blank display. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.